Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 77-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, high purge pressure system blocked alarms occurred. Purge cassette was changed but it did not resolve the issue. Tpa was administered successfully. There was no harm to the patient.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Data logs were reviewed and found that there was a slight spike in motor current and a decrease in flows about 10 hours before the purge pressure began to rise. The purge pressure rose for about an hour before triggering high purge pressure alarms at around 1100mmhg. High purge pressure lasted for about 5 hours. There were no bag or cassette changes within a few hours of purge pressure rising. It was stated tissue plasminogen activator (tpa) was added and it resolved this issue. Based on this information, the root cause of the high purge pressure is most likely due to biomaterial. Added- h6 impact code 4644.